Manufacturer narrative:
This report is filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). It was reported a person was being transferred with a marisa lifting device and that during this transfer the patient fall out of sling. The patient involved on the incident sustained laceration to head and two broken shoulders. A review of complaints indicates that over this period there weren't any reportable records indicated to be related with failure mode investigation here (patient wrong positioning in the sling). After our review of complaints related to failure we conclude that this appears to be an isolated event. The device and sling were inspected and put through a function test by the arjohuntleigh representative that visited the customer site. We were able to find a deficiency with the device, however the sling was in perfect condition. This means that the lifting system was not up to specification when the event took place. The device was being used for patient handling and in that way contributed to the event. From our evaluation after recreating the incident, we conclude that the resident was placed in the sling backwards (head place where legs should be) and the sling was connected to the hanger bar correctly. Thus, when the resident was lifted, he was immediately ejected from the sling head first. The correct patient positioning in the sling is explained in instructions for use (kgx00650.isue_4) delivered with this device, the text is supported by line drawings referenced as figures: "using the 4 point spreader bar: place the sling around the patient so that the base of his/her spine is covered, and the head support area is behind the head. Pull each leg piece under the thigh so that it emerges on the inside of the thigh. Ensure the positioning handle on the spreader bar is facing away from the patient, and that the wide part of the spreader bar is at, or just below shoulder level. Ensure that the marisa is close enough to be able to attach the shoulder clips of the sling to the spreader bar. To accomplish this you may have to put the patient's feet on, or over the chassis. Once the marisa is in position, attach the shoulder strap attachment clips to the pegs on the spreader bar. Warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up". We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as the received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no patient or caregiver risk.

Event description:
(B)(4).